Manufacturer narrative:
Updated data: h6 - eval code method, eval code result, eval code conclusion conclusion: intraprocedural angiography images were provided for review of the event and the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter was 76.9 millimeter (mm) with a perimeter derived diameter of 24.5mm suggesting a 29mm evolut valve. Fluoro valve load inspection was provided and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to implantation. The valve was deployed to 80% in the cusp overlap view; depth assessment was performed, and it appears to be approximately 3mm depth at the non-coronary cusp (ncc). Then, depth assessment was performed in the lao projection; and the depth was approximately 5-6mm at the left coronary cusp (lcc). Medtronic recommends a target implant depth of 3mm, so this depth was acceptable. It was reported the nose cone of the delivery catheter system interacted with the valve which resulted in aortic dislodgement. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, the dislodged valve was snared to the ascending aorta and severe (¿wide open¿) aortic insufficiency. A new valve was implanted. There is evidence that an intra-aortic balloon pump (iabp) was inserted for hemodynamic support. It was reported the patient had both transcatheter valves were surgically explanted and the patient subsequently died. A medical safety assessment was conducted for this complaint. The reported valve dislodgement, unplanned intervention and death were assessed. Upon review of the information provided, the primary event of valve dislodgement, leading to a second valve placement, was assessed as likely related to the evolut fx delivery catheter system (dcs) and valve as the valve dislodged due to interaction with the dcs nose cone upon dcs retrieval after successful implant. Upon review of the information provided, the secondary event of death was assessed as likely related to the evolut fx dcs and valve due to patient decompensation due to ar after the valve dislodgement and 2nd valve placement, requiring open surgical intervention to explant the 2 valve and implant a surgical valve. Valve dislodgement, unplanned intervention and death are known potential risks associated with the implantation of the evolut fx valve and all reported adverse events (ae) and severities are documented in our risk files and instructions for use (IFU). Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, the initial dislodgement event was a likely contributing factor. Cardiovascular injuries, such as pericardial effusion, cardiac tamponade, and bradycardia, are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Multiple factors can influence the onset of a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are listed as potential adverse events associated with the use of the valve in the evolut system instructions for use (IFU). Vascular access related complications, such as bleeding and patient death, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: unknown, transcatheter valve, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: unknown transcatheter valve, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: unknown delivery catheter system (dcs), serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the valves and delivery catheter systems (dcs) were not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was implant when trying to pull back the nosecone, the valve dislodged. An attempt was made to pull the valve into the ascending aorta, however, this was not successful. The subject decompensated with worsening aortic regurgitation. Cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) was initiated. While performing CPR, an intra-aortic balloon pump was inserted and a new valve was deployed. An electrocardiogram (ECG) identified an st, anteroseptal infarct (age not determined), and st wave abnormality. An transesophageal echocardiogram (tee) identified left ventricular hypertrophy, poor right ventricular function, a small pericardial effusion, and possible tamponade. A transthoracic echocardiogram (tte) noted an ejection fraction of 10-14%, left ventricular outflow tract (lvot) with velocity time integral (vti) diminished 5 centimeters, and trace-mild valvular regurgitation. Intravenous medication and four units of packed red blood cells (prbc) were transfused. Hemoglobin dropped from 13.2g/dl on day of valve procedure to 6.4g/dl the day following the procedure. Platelets dropped from 114k/mcl to 56k/mcl respectively. Procedural bleeding as reported. The subject received 1 unit of prbc and 2 units of platelets. Ultimately, the patient later returned to the operating room, deep hypothermic circulatory arrest for approximately 2 minutes occurred to explant both transcatheter valves. A 21 millimeter aortic valve was then implanted and open chest packing was required. Two days later platelets measured 102. The subject returned to the operating room for mediastinal wash out and closure. The hemoglobin then dropped from 9.0 g/dl to 7.3 g/dl and platelets dropped from 59-28 k/mcl. 1 unit of prbc and 4 units of platelets provided. Five days later, right sided weakness and aphasia developed. A headcomputed tomography (CT) confirmed a stroke. As reported the head CT noted probable acute/subacute cerebellar infarctions without hemorrhage. A second CT of abdomen, head and neck performed the next day noted atherosclerosis without significant stenosis. Two days later a brain magnetic resonance imaging (MRI) revealed acute embolic infarcts of both hemispheres. Chronic bilateral cerebral subdural hematoma (sdh). Treatment was not reported. The stroke was reported as unrelated to the medtronic products and procedure. Four days later 1 unit of prbc given for a hemoglobin of 8.6-6.8 g/dl. Four days later, 1 unit prbc provided for a hemoglobin of 7.4-6.2 g/dl. Hospitalization was prolonged as result of these events. Two days later an esophagogastroduodenoscopy (egd) was performed. Ultimately, 6 days later the stroke was reported as resolved with sequelae. However, there was also report that the patient died this same day.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that melena was not a previous condition of the patient prior to the transcatheter valve implant. It was now reported that 2 units of packed red blood cells were provided 19 days following the valve implant.

Event description:
Additional information received that intermittent melena onset occurred approximately 21 days following the valve implant procedure. The melena required the 1 unit of packed red blood cells for the reported hemoglobin of 7.4-6.2 g/dl. An endoscopy indicated a normal esophagus, stomach and duodenum. The physician indicated the melena was not related to the valve procedure or the valve. However, the cause was not reported. The melena resolved 8 days following onset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the previously reported ¿cra¿ was the left common radial artery (cra). The ¿mp¿ catheter was a multi-purpose guiding catheter. As reported, the primary valve route was the right femoral artery and secondary access route was the left femoral artery. The nose cone became struck and could not centered despite wire manipulation and ¿gentle¿ manipulation of the delivery catheter system (dcs). As result, the nose cone dislodged the initial transcatheter valve. The final locate of the first transcatheter valve was the ascending aorta. As clarified, the reported worsening aortic regurgitation was associated with the native aortic valve. Per the physician, the anteroseptal infarction was related to the procedure.

Manufacturer narrative:
Updated/corrected data: h6 annex g valve code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 2024-aug-25, UDI#: (B)(4) product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 2024-dec-15, UDI#: (B)(4) product ID: evolut fx dcs serial/lot #: (B)(6), ubd: 2024-nov-25, UDI#: (B)(4). Annex e codes a duplicate report was identified and was previously captured in regulatory report # 2025587-2023-01180. Going forward, any new reportable information regarding these events will be captured in regulatory report # 2025587-2023-01355. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the baseline electrocardiogram (ECG) noted normal sinus rhythm with non-specific t-wave abnormality. During the procedure, when the valve dislodged, the left ¿cra¿ was accessed with a 7 french to advance a 30 millimeter (mm) snare. There was success in snaring the c-tab, however, the valve could not be pulled into the ascending aorta. The physician upsized with a 7 french sheath and the advancements of an ¿mp¿ guiding catheter and snare were made in attempt to snare the non-commissural tab. At that time, the patient decompensated with bradycardia and hypotension. As reported, the bleeding was from the open-heart procedure that occurred hours after the valve implant procedure. Per the physician, the valve dislodgement was what led to the death.

Event description:
Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was accessed via the right femoral artery. As clarified, the t-wave abnormality during cardiopulmonary resuscitation (CPR) was the same t-wave abnormality as the patient¿s baseline. It was unknown as to what caused the diminished left ventricular outflow tract (lvot) velocity time interval (vti). Echocardiograms from day of implant and the following day were compared. Changes noted the left ventricular ejection fraction and (lvef) and lvot vti were improved. As confirmed, tamponade was not present. The physician indicated the stroke was believed to be related to the open-heart surgery. Treatment for the stroke included care in the surgical intensive care unit (ICU) and aspirin and statin medications as intravenous tissue plasminogen activator (tpa) was not recommended. The physician did not report contributing patient factors related to the stroke. The etiology of the stroke was reported as likely central embolic. Evaluation was performed via imaging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.